Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the back-therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient has a metal allergy and was prescribed benadryl cream for the skin irritation. Follow up indicated that the itchiness has not improved due to her metal allergy. Outcome of the final skin irritation is unknown.